Event description:
The customer reported the system would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the image intensifier power supply needed to be repaired or replaced. The customer will order parts and repair the system. No conclusion can be drawn as repair info is not available.